Event description:
It was reported that, in 2011, either 3 months post-surgery or 3 months prior surgery, the pump and catheter were replaced because the catheter was clogged. The whole time, the patient continued to be stiff. They tried to change the medication to make the patient more comfortable. The patient was in severe pain the whole time. He was also taking oral baclofen. The patient was not able to walk or function and could hardly sit in a wheelchair. The patient was in and out of the hospital due to bowel incontinence and constipation. The patient was not able to eat; he could not swallow at all. The patient lost over 40 pounds and lost all of his muscle mass. The patient was unable to exercise, was bedridden and had to be transferred to medical appointments by ambulance. When the patient¿s diaper was changed, he would moan and his bones would crack. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).